Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was 78 mg/dl at the time of the incident. The customer tried two different sets from different lot numbers but experienced the same issue with both the items. The customer stated that the size of air bubble was approximately 0.5 cm and the air bubbles occurred after one minute. The result of the high performance test was 2,9 u and no leaks were detected. The device will not be returned for analysis.